Event description:
It was reported that during an alimentary canal dilatation procedure a balloon rupture occurred. A cre wg 10-12mm/180cm/5.5 f/g balloon dilatation catheter had been selected to treat an unspecified stricture in the alimentary canal. An initial inflation was made "without any issue". When the physician attempted to inflate the balloon again, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".